Event description:
Per the clinic, the patient developed skin irritation and infection at the abutment site where the sound processor was worn (specific date not reported).the skin irritation progressed to involve the scalp and was reported to be scaly with pus. It was also reported that, the patient had previously tested positive for mrsa (methicillin-resistant staphylococcus aureus).